Manufacturer narrative:
During testing the device powered on with a s321 malfunction alarm code. This was found to be due to a loose motor. This was due to a broken seal. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device alarmed with an s321 (motor error-pmc, left) service alarm code.